Manufacturer narrative:
Device was used for treatment not diagnosis. Woodacre, t et al (2016) complications associated with opening wedge high tibial osteotomy ¿ a review of the literature and of 15 years of experience. The knee 23, pp: 276¿282. This report is for an unknown tomofix plating system. Other number) UDI: unknown part number, UDI is unavailable. Investigation could not be completed and no conclusion could be drawn, as no devices were returned and no lot numbers or part numbers were provided. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following journal article: woodacre, t et al (2016) complications associated with opening wedge high tibial osteotomy ¿ a review of the literature and of 15 years of experience. The knee 23, pp: 276¿282. The aim of this study was to analyze the complication rates following open wedge high tibial osteotomy (owhto), relating results to the device implanted, type of bone graft utilized and patient body mass index (bmi). Case analysis was performed on all patients having undergone an owhto at two hospitals between august 1997 and august 2011 with a minimum follow-up of two years, and maximum follow-up of 15 years. Patient age ranged from 32 to 62 years. Three tomofix osteotomies failed to achieve union and were revised with further tomofix implants. There were six implant irritation requiring plate removal. Major wound infection was seen in 2 patients. Other complications included, one mal-alignment, and one persistent pain from the osteotomy site despite radiological union being achieved. This report is for an unknown tomofix plating system this is report 1 of 2 for (B)(4).